Manufacturer narrative:
Device was received with all buttons responding properly and passed the sleep current measurement, active current measurement, self test and displacement test. The adapt graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, low battery alarm, or power loss alarm noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and faded serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button of insulin pump was stuck and battery not lasting 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.